Event description:
It was reported that particulate matter was observed inside the patient line of a homechoice device. This was observed prior to patient use. The home patient (hp) stated that the patient line had a brown ring looking material inside. The technical service representative advised the hp to start over with all new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.